Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced charging issues with the pump. Reportedly, the customer received a message stating the charger was not compatible with the pump and will not charger. During follow up, the customer stated the pump was eventually able to begin charging using the same adapter. There was no known impact to the customer's blood glucose level.